Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer by recovering the cubie, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height cubie d1 located in main drawer 4 required maintenance. The customer stated that the issue began while a nurse was pulling medications. The customer attempted troubleshooting by performing a drawer recovery, but the system continued to display a "requires maintenance" error. Then rebooted the station properly via the maintenance menu and then attempt another drawer recovery. Successfully rebooted the station, however, after the reboot, all cubie pockets within drawer 4 failed. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another cubie on the same station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.